Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08700 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Device communicated properly with the test blood glucose meter. The test value of 96 mg/dl was sent by the meter and received by the pump. No pump/meter communication anomaly noted. Device uploaded properly using carelink. Device had minor scratched display window, scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her son was hospitalized on (B)(6) at 3 pm due to a high blood glucose level of 517 mg/dl. The customer's blood glucose level at the time of admission was 530 mg/dl and it was 415 mg/dl by using the customer's meter. The customer experienced symptoms such as vomiting and mild headache. The customer was not alleging that the insulin pump was under delivering. The customer was assisted in troubleshooting for high blood glucose. He was treated with intravenous insulin. The insulin pump will not be returned for analysis.